Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, after adding a stylus there was a large deviation between the stylus and the arrow on the screen. As a result the touchscreen was replaced. It was also noted that the media door was cracked, and there were errors in the software updates. (B)(4).

Event description:
It was reported that the touchscreen calibration was faulty. The programmer was returned for servicing. There was no patient involvement.